Event description:
In 2005 clarus medical was notified tha a pt may have been injured during a procedure involving a lase 1100-002. The pt apparently has some elements of cauda equine syndrome which are resolving over time. No allegation that the lase 1100-002 device failed in any way has been made. The pt had trouble voiding "urine" and has lost control of pts bowels. This problem did not reoccur. The pt complained of errection problems and ejaculation problems. The pt is being monitored by the physician that did the surgery.